Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 25-mar-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. The lens was received stuck to the patient stickers. The complaint simplicity was visually inspected under magnification revealing that the cartridge tip was cracked and damaged. The tip of the cartridge was also observed to be deformed. The plunger rod tip was observed to be bent/ damaged. Ophthalmic viscosurgical device ¿ viscoelastic (ovd) was observed to be inside the cartridge. The lens module was opened and inspected revealing that ovd was inside the lens module, indicating that an excessive amount of ovd may have contributed to the complaint issue reported. The lens was cleaned and inspected, revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing that the lens had damage on the surface, edges, and haptics. No further issued were identified. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Complaint issue "difficult to use" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) did not advance through the injector and encountered resistance. It was noticed that the lens was overlapped inside the pre-loaded cartridge. When pushed more forcefully, the lens came out with cracks in the optical zone. There was no patient contact with the device. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.